Event description:
It was reported that stent damage occurred. The target lesion was located in a 90% calcified obtuse marginal (om) branch of the circumflex (cx). A 16 x 2.75 promus premier select was advanced, but could not cross the lesion and a strut of the stent was abraded. It was noted that the strut damage occurred while crossing the lesion. The strut damage was noted to have occurred due to the lesion tightness, and due to the inability to cross the lesion. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Event description:
It was reported that stent damage occurred. The target lesion was located in a 95% calcified obtuse marginal (om) branch of the circumflex (cx). A 16 x 2.75 promus premier select was advanced, but could not cross the lesion and a strut of the stent was abraded. The procedure was completed with another of the same device. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: a 16 x 2.75mm promus premier select stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.